Event description:
It was reported via repair work order that the side rail was not locking in position due to damaged siderail at the bed pivot point. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.